Manufacturer narrative:
New information has been received. This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic gastric bypass, on gastric pouch, the anastomoses failed. The patient was given a transfusion to resolve the issue. The patient hospitalization was extended.